Manufacturer narrative:
(B)(6). Shoulder arthroplasty for fracture: does a fracture-specific stem make a difference? Clinical orthopaedics and related research 469 (12): 3317 - 3323. This is the final report submitted regarding this surgical event and medical device.

Event description:
Periprosthetic humeral shaft fracture distal to the implant after postoperative fall occurred; occurred after fracture specific stem was used and was treated with a revision to a long-stem reverse total shoulder arthroplasty combined with allograft strut augmentation at the fracture site.